Event description:
It was reported that the patient presented during clinical follow-up, symptomatic of dizziness. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold and high pacing impedance. No interventions were performed. The patient was in stable condition.